Event description:
Customer stated she was trying to fill the tubing and she kept hitting the wrong button it would rewind. Customer's blood glucose was low 49 mg/dl ate candy and it got up to 58 mg/dl. Customer feels good to troubleshoot and was not hospitalized. Customer stated she over dosed herself when attempting to fill the tubing. Customer stated she forgot to disconnect. She was trying to rewind and she hit the wrong button and the device delivered the insulin. Customer stated she was use to her old insulin pump. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.